Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user had the needle guide and needle in when the tubing attached to the driver handpiece was inadvertently pulled out. It is reported that as a result of the user inadvertently pulling the tubing out, the procedure could not be completed. A field service engineer (fse) was dispatched to assess the device. The fse installed a new driver on the brevera, tested system functionality with a test needle, and confirmed that the device is functioning in accordance with manufacturer specifications. No further information is currently available.